Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, two 6/7f mynxgrip vascular closure devices (vcds) failed due to balloon rupture. The physician converted to manual pressure. There was no reported patient injury. The patient had a heavily calcified common femoral artery (cfa) that caused the balloon rupture. The devices will not be returned for evaluation.